Event description:
The tilt back filter adjuster (part 9 on schematic) came out of the slot track guide. This allowed the right side of the wheelchair back to come loose & extend rearward. The resident in the chair fell backward, tipped over onto pavement. He was being loaded into a vehicle lift at the time. If this event had occurred while he was on the lift in the air, he would have fallen several feet backwards to the pavement which would have probably resulted in a severe injury. In addition, a staff member was slightly injured while trying to prevent the wheelchair from tipping.